Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missed bolus reminder alerts or perform any test due to display anomaly.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was unknown. Customer stated that her insulin pump is not letting the insulin go through and is not alarming no delivery. Customer stated that she was weak, dizzy had chest pain prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.